Manufacturer narrative:
Patient's daughter in law called in to report the patient fell on (B)(6) 2017, and was hospitalized for three days. The days before the patient fell her blood sugar levels were running high, around 360 and her glucose monitor read the word high. While in the hospital the patient did not wear the device and she was transferred to a nursing home on (B)(6) 2017. The patient returned home on (B)(6) 2017 and resumed v-go therapy on (B)(6) 2017. The pt. Had pain in her abdomen. At the ER pts. Bg was 169 mg/dl and an IV was started, and pt. Was admitted for monitoring and diagnostic workup. The pt. Was transferred to a rehab facility on (B)(6) 2017. Final disposition to home was on (B)(6) 2017. Vgo appears to be delivering insulin as evidenced by bg gradually decreasing from hi (>500 mg/dl) to 319 mg/dl then to 169 mg/dl upon arrival at the ER. Vgo device is unavailable for technical review. Exact discharge diagnosis is unknown. The pt. Recovered without sequelae. There is no allegation of device malfunction. The device was not returned for investigation. Root cause is likely the pt. Is taking prednisone 5mg daily for temporal artery swelling, stress from traveling and variations in her food intake. Family states reason for fall was generalized muscle weakness.

Event description:
Patient's daughter in law called in to report the patient fell on (B)(6) 2017, and was hospitalized for three days. The days before the patient fell her blood sugar levels were running high, around 360 and her glucose monitor read the word high. While in the hospital the patient did not wear the device and she was transferred to a nursing home on (B)(6) 2017. The patient returned home on (B)(6) 2017 and resumed v-go therapy on (B)(6) 2017. Patient was using vgo 30 bg 50-500mg/dl, a1c 8.7%, taking meal/correction bolus of 3 clicks if bg 100-150 mg/dl and 4 clicks if bg>150mg/dl with 1 click = 2 units. Bg was checked at 319mg/dl and pt. Was given 4 clicks with 1 click = 2 units with a meal. The pt. Had pain in her abdomen. At the ER pts. Bg was 169 mg/dl and an IV was started, and pt. Was admitted for monitoring and diagnostic workup. The pt. Was transferred to a rehab facility on (B)(6) 2017. Final disposition to home was on (B)(6) 2017. Likely contributing cause to the hyperglycemia is pt. Is taking prednisone 5mg daily for temporal artery swelling, stress from traveling and variations in her food intake. Vgo appears to be delivering insulin as evidenced by bg gradually decreasing from hi (>500 mg/dl) to 319 mg/dl then to 169 mg/dl upon arrival at the ER. Vgo device is unavailable for technical review. Family states reason for fall was generalized muscle weakness. Exact discharge diagnosis is unknown. The pt. Recovered without sequelae.

Manufacturer narrative:
Serial # corrected and UDI # provided. Initial reporter corrected. Healthcare professional - no. Non-healthcare professional. Follow up #1. Correction/additional information provided. Device manufacture date provided.